Event description:
A pt reported inaccurate low results on their meter and they were experiencing high blood glucose symptoms. Medical affairs speciialist spoke with the pt and they provided additional info. They had noticed really low readings for about a month on their meter. They stated that they "usually felt fine". They had continued to take their set amount of oral medications (glucophage 3 times/day). Yesterday morning, they got readings of 11 mg/dl and 15 mg/dl. They were feeling thirsty, dehydrated and had frequent urination, which are all high blood glucose symptoms. They visited their dr on an appointment, which was previously scheduled. Their dr's meter gave a result of 400 mg/dl. They were given an insulin shot there and they felt better after that. They called lifescan after coming home from the dr's office. The customer service rep discovered while troubleshooting that they were using test strips that had expired in september 2002. The test strips were replaced. This case is reported because the pt suffered a serious injury due to user error of using expired test strips.